Event description:
Additional information was received reporting the surgeon indicated the cause of the tear was related to his surgical technique during manual aspiration and not due to a company product issue.

Manufacturer narrative:
The g3 date on the previous report was incorrect. The correct date is february 28 2021. The previous report also contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events of low vacuum and system message displaying could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during irrigation and aspiration mode of surgery, low or no vacuum was experienced. Manual aspiration was required which resulted in a patient experiencing a posterior capsule rupture. It was also noted that the system displayed an advisory. Additional information has been requested.